Event description:
The mother was presented to labor and delivery in spontaneous labor. Patient's history included a prior pregnancy which resulted in a cesarean. She desired vbac (vaginal birth after cesarean) for present pregnancy. Patient had inadequate contractions and was started on pitocin. Patient failed to progress after three hours of pushing. Physician discussed option of proceeding with vacuum extraction and patient and spouse agreed to this option. The mushroom cup mityvac was applied. The baby was brought down to the perineum, however, there were two pop offs, and after the second pop off, the vacuum was not reapplied. There was a total of seven pulls, two of which resulted in the device popping off. After several more contractions, the patient delivered the infant with an apgar score of five and seven. The infant was diagnosed with subgaleal hematoma (but no intracranial hemorrhage or other acute abnormalities) soon after birth. The physician is experienced with the application and function of the vacuum. The mityvac and cup were noted to be functioning properly after examination.